Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the electrical connection of the ccd unit was unstable due to physical stress and electrical stress (overcurrent and so on). And when the angle was operated, further stress was applied on the ccd unit and the electrical connection was cut off. - the device had no leak. - IFU has following description. * impacting the scope can damage the device. * if the video connector is not completely dried before connecting to the system, the device may be damaged. - according to a similar complaint, it was presumed that the screen turned green during angulation due to broken bending rubber or malfunction of the image sensor unit.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the screen went black-out (no image) during angulation. There was no report of patient injury associated with the event.